Event description:
It was reported by the patient that the pods cannula deployed while opening the pack indicating a needle mechanism failure. The pod had no no needle cap and pink slide did move forward.

Manufacturer narrative:
The device has been returned/received lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.